Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green image. The issue was found during preparation for a therapeutic surgery. There were no reports of patient harm.